Event description:
It was reported that on an unknown date, the handle with quick coupling was broken or dismantled a screwdriver. It was unknown when the issue was discovered. There was no patient involvement. This report is for one (1) handle with quick coupling, small this is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Initial reporter is synthes sales representative device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Initial reporter is synthes sales representative device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the handle with quick coupling was broken or dismantled a screwdriver. It was unknown when the issue was discovered. There was no patient involvement. This report is for one (1) handle with quick coupling, small this is report 1 of 1 for (B)(4).

Event description:
This issue was discovered on (B)(6) 2022 during washing of the screwdriver after a case.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that handle with quick coupling, small was broken from the handle, fragment is not included in the evidence. No other issues were observed with the returned device. A dimensional for the handle with quick coupling, smal was unable to be performed due to post manufacturing damage and complex geometry of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the handle with quick coupling, small would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part # 311.43 lot # 4804538 release to warehouse date: 01 jul 2004 manufacturing location: brandywine no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.